Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 140 mg/dl. The stated that there is no response from any button. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Findings: unit had intermittent buttons due to corroded keypad traces. No unexpected numbers ramping during testing. Unit had cracked lcd window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.